Event description:
Staff made rep aware that devices "potentially" had adhesive melt under rubber handle. Noticed oil in bottom of tray when it came out of autoclave. No patient outcome was compromised because pan wasn't in o.r. Room and additional trays were available and used.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
Visual inspection confirmed the reported event; the handle of the device is discolored and degraded. The damaged device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Staff made rep aware that devices "potentially" had adhesive melt under rubber handle. Noticed oil in bottom of tray when it came out of autoclave. No patient outcome was compromised because pan wasn't in o.r. Room and additional trays were available and used.